Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed the left side of the power on button is worn and needs a firm press for recognition. The right side of the power on button functions normally.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. The customer advised that the reported event is intermittent recognition of the power on button when pressed on the left side. There was no patient use associated with the reported event.